Event description:
It was reported that the system was not filling, with a beep sounding and the red led lighting up. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. (B)(6). Investigation summary: the affected device was received for evaluation and was found to be in good physical condition, with small amounts of wear and tear. After visual inspection, the device was unpacked, the tank was filled with water, the disposable was attached, and the power cord was plugged in. The device was fully functional the first time, but when the disposable was disconnected and reconnected, the device no longer recognized it. The microswitch was changed and the device was fully functional again, with the temp stable and in-range after calibration. As a result of testing, the customer's indicated failure was confirmed. The root cause was determined to be the defective microswitch, which was changed out. O-rings, tank cover, and the tank gasket were also replaced. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.